Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal device change out procedure, the right ventricular lead exhibited externalized conductor and insulation anomaly. All electrical measurements were in range. The anomaly was repaired with a suture sleeve and medical adhesive. The patient was asymptomatic prior, during and post operation. The patient would be followed normally.